Event description:
The customer reported that the cvsm 6800 unit, when plugged into the wall socket, made a loud pop noise and a small spark and smoke appeared from the unit. The powerpoint switched off and appeared burnt, the electrical plug also appeared to becharred, it was additionally reported that the event caused a power outage in the heart recovery office. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This event has been captured in hillroms complaint handling system as (B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for ¿ noninvasive blood pressure (nibp) ¿ pulse rate (pr) ¿ noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2) ¿ body temperature in normal and axillary modes the most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Initial inspection of the device was performed by the customers biomedical technician where it was noted that the active and neutral pins from the gpo were evidently burnt. A new power cord was replaced and electrical safety testing was performed. It was also noted that the monitor wasn¿t plugged into an incorrect gpo. The device was requested to be returned to hillrom for a complete investigation into the reported malfunction, however, the customer has refused to return as it was reported that the device has been returned into circulation once it passed electrical safety testing after the power cord was replaced. No additional information is available regarding this incident.